Manufacturer narrative:
The hill-rom technician went to the account to repair the lift and the account had already replaced the lift strap. Therefore, the technician was unable to determine what caused the lift strap to break. Upon inspecting the broken lift strap, it appears the strap was worn. Instruction guide 7en140102, rev. 4 for golvo 7007 states: before lifting, always make certain that the lift strap is not twisted or worn and that it can move freely in and out of the lift unit. Service manual 7en400401 for golvo 7007 states "the lift strap must be replaced after 4 and 8 years of use, or if wear and tear are detected. If these instructions are not followed, there is a risk of serious injury to patient or caregiver." The instruction guide also states that periodic inspection shall be carried out at least once a year. Periodic inspection, repair and maintenance may be performed only in accordance with the liko service manual by personnel authorized by liko and using original liko spare parts. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs regular preventative maintenance on their lifts. The account replaced the lift strap to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the lift strap broke while a patient was being transferred from the bed to the chair. The patient was dropped on the floor and sustained a non-serious bite on their tongue. There was no caregiver injury reported. This report was filed in our complaint handling system as complaint # (B)(4).